Event description:
The trunk-ipsilateral component was placed successfully, however the physician was unable to cannulate the contralateral leg hole due to tortuous iliacs, position of the leg hole in relation to the native bifurcation and a narrow aortic bifurcation. Following 97 minutes of fluoro time during various attempts at cannulation, the physician chose to convert the pt to open surgical repair of the aaa. Pt was reportedly in stable condition following the procedure.